Event description:
It was reported that, during patient use, the ventilator's lower display was erratic. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed as a result of the event. The service engineer evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.